Event description:
The facility's biomed reported a fail code 808:02 on channel a, which occurred during biomed testing. The biomed stated that there have been no reports of any patient incident inolving this pump since the last baxter service event.